Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that, the patient experienced an occlusion issue with their infusion set. The troubleshooting was performed by disconnecting the tubing, tightening the t: lock, holding the tubing downwards, and delivering a 5-unit bolus. The occlusion alarm did not recur, indicating that the blockage was likely at the site. The patient removed the site, and there were no cannula issues observed. The patient resolved the issue by replacing the infusion set and successfully resumed insulin therapy. No further information available.